Event description:
During a bowel resection procedure, the clips ejected from the instrument prematurely. The surgeon used another instrument to complete the procedure. No patient injury was reported.